Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) cuff due to recurring incontinence. The onset of the incontinence was said to be gradual. No patient complications were observed during the replacement. The patient outcome is unknown.